Event description:
It was reported during a routine follow up t-wave oversensing was observed. Device was reprogrammed and oversensing issue was resolved.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.(B)(6).